Event description:
Event description guidant received information that this 4243 atrial lead exhibited impedance measurements greater than 2500ohms in both unipolar and bipolar configurations. Patient has had shortness of breath. A review of the electrograms indicated loss of capture and undersensing in the 4243 atrial lead, and possible loss of capture or pacing into the refractory period in the 4285 ventricular lead.

Event description:
Guidant received information that this 4243 atrial lead exhibited impedance measurements greater than 2500ohms in both unipolar and bipolar configurations. Patient has had shortness of breath. A review of the electrograms indicated loss of capture and undersensing in the 4243 atrial lead, and possible loss of capture or pacing into the refractory period in the 4285 ventricular lead.

Manufacturer narrative:
The technical services consultant recommended an increase to maximum output in the atrial lead to get capture as well as an increase in sensitivity to assess p-wave levels. Atrial lead fracture is suspected due to out-of-range impedance measurements. The consultant advised to program the device to vvi mode if capture and sensing are not available in the atrium, and to test the ventricular lead to assure proper function. This device and lead system remains in service. No additional information is available at this time. If additional information becomes available, this event will be updated. Additional information was received indicating this lead continued to exhibited pacing impedance measurements greater than 2,500 ohms. During a normal device change out procedure it was found that the lead was functioning as expected. It was suspected that the lead connection with the device was not secure which resulted in the high impedance measurements. The pacing impedance measurements at the change out procedure were 400 ohms. The available information suggests this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.